Manufacturer narrative:
The customer biomed performed a checkout of the equipment and confirmed the reported complaint. The ventilator interface board was replaced to resolve the issue. The customer biomed performed a checkout of the equipment and confirmed the reported complaint. The ventilator interface board was replaced to resolve the issue.

Event description:
The hospital reported that the ventilator failed during a case. There was no reported patient injury.